Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that blood was flowing back into the tube and there was blood leakage. No patient impact .

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device name: fpa, jka. H.6 investigation summary material #: 367392. Lot/batch #: 3173395 and 3110642. Bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.